Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the cause for atrial perforation could not be determined. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The other mitraclip device mentioned will be filed under a separate medwatch report.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the patients blood pressure dropped and the left ventricle showed unrhytmical movements. The clip was opened and inverted. An impella balloon pump was successfully placed and the cds was removed. It was noted there was an atrial septal defect (asd) with right to left shunting. An occluder was placed to treat the asd. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.